Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 12-jun-2019. The most recent information was received on 27-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding / discharge of blood') in an adult female patient who had essure (batch no. He011cl) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("brownish discharge") and adnexa uteri pain ("violent pain in left ovary"). The patient was treated with chlormadinone acetate (luteran) and surgery (laparoscopy for essure removal and fallopian tubes, and endometrectomy scheduled for (B)(6) 2019). At the time of the report, the genital haemorrhage, fatigue, vaginal discharge and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fatigue, genital haemorrhage and vaginal discharge with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 12-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding / discharge of blood') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("brownish discharge") and adnexa uteri pain ("violent pain in left ovary"). The patient was treated with chlormadinone acetate (luteran) and surgery (laparoscopy for essure removal and fallopian tubes, and endometrectomy scheduled for (B)(6) 2019). At the time of the report, the genital haemorrhage, fatigue, vaginal discharge and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, fatigue, genital haemorrhage and vaginal discharge with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.